Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown guides/sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that the tfna screw was not in the right place. The whole nail assembly process was made in the right way at the time of nail insertion, the fracture was complex, there was an event with the milling guides that became contaminated and lengthened the surgical time and as a result the environment became a little tense throughout the surgical process since at one point we had to wait for the guides and when they were the whole next process was done very quickly, for my part everything was done according to the technique described but when taking the final radiographs the screw was left out. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity# unknown). This report is for one (1)unk - guides/sleeves/aiming: guide. This is report 2 of 2 for complaint (B)(4).